Event description:
A consumer reported receiving imprecise sequential readings within a two to fifteen minute time frame. The results received within a 10 minute time frame when plotted on to a parkes error grid fall in the "c/d" zone which is considered clinically significant. Customer reports having an episode that required evaluation at their local hospital where a capillary glucose level of 142mg/dl was obtained. Pt was not admitted.